Event description:
Reportable upon analysis completed (B)(4) 2014. It was reported difficulty advancing occurred. A rebel mr us 16 x 3.50 stent was being advanced through a guidezilla extension catheter when resistance was met. The stent got stuck in the guidezilla. It was noted there was nothing wrong with the stent. The device was removed from the patient. The procedure was completed with a different device. No reported patient complications and the patient status was fine. However, the returned product analysis revealed that the stent was damaged and was protruding from a non-bsc guide.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rebel stent delivery system (sds) inside of a 6f guideliner device. A visual examination identified the tip and stent were protruding 2 cm from the tip of the guideliner. Microscopic examination revealed that the proximal portion of the stent was damaged with flared, bent and overlapping struts. The outer diameter (od) of the undamaged portion of the stent was measured and met specifications. An attempt was made to separate the two device; however, due to the damaged stent, the devices were unable to be separated. The inner diameter (ID) of the returned guideliner was unable to be measured due to the rebel device in the lumen. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).